Event description:
Patient was having a heart attack during the critical part of his heart catheterization. The stent was being deployed. The x-ray system suddenly stopped working. Attempts to reboot failed. The patient had to be moved to a different room resulting in a 20 minute delay in his immediate care.system error logs were reviewed and are being submitted to the manufacturer for future analysis. Cause unknown at this time.